Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
In the journal of arthroplasty "does the canal fill ratio and femoral morphology of asian females influence early radiographic outcomes of total hip arthroplasty with and uncemented proximally coated, tapered-wedge stem?" It was reported that 4 patients experienced failed osseointegration of the femoral stem.